Event description:
It was reported that the patient presented to his physician with complaints of swelling, tenderness and redness of the left arm. He said it started about a week ago but has gotten worse and is finally seeking medical attention. The patient was seen on (B)(6) 2009 and he stated he was doing much better. The phlebitis had resolved except for persistenet induration of the forearm vein. His warfarin dose was decreased to 3.571 mg. He was last seen on (B)(6) 2010 where the event was resolved and his warfarin was discontinued. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.